Event description:
The reporter stated the k-wire was used to pin the compression plate in place for temporary fixation while screws were placed. "Once screws were placed, the k-wire was removed and about 1/4 of the k-wire broke off inside of pt. The remainder of the broken k-wire was left inside of the pt since there was no good way of retrieving the wire."

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.